Event description:
The customer reported that the unit failed to power up during the shift check. This event is a foreign country optical switch late reporting incident which prevented the device from powering on and which is related to the incidents discussed with FDA rep in 2009.

Manufacturer narrative:
The customer reported that the unit failed to power up during the shift check. The customer evaluated the device, and isolated the problem to the energy select switch assembly. Replacing the switch resolved the issue.